Event description:
It was reported, ¿the guidewire punctured through the cortrak tube. Physician is still determining if there was patient harm. Nurse did not manipulate the guidewire during insertion and did not meet resistance upon insertion of the cortrak.¿

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of (B)(6) 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30351285, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. There was no original packaging received for the sample. The stylet wire was returned inserted inside the yellow tubing. Prior to decontaminating, an attempt was made to remove the stylet from the yellow tube. The stylet wire was loose inside the yellow tube in which activating the internal lubricant was not needed. During inspection, prior to decontamination, the stylet tip was seen protruding outside of the yellow tube. After decontamination, the tube was inspected and examined. The tip of the stylet wire was seen exiting out of the yellow tube at the 13cm marking. A small hole was visible at an exit point on the stylet tube tip. A kink on the same area (underneath) was also noticed. Under magnification (30x), the hole exhibited to have a thin spot where the hole, tear was located. Also observed was kinking/deformation of the tube at the same location underneath. Per the instructions for use (IFU) when the desired position is obtained, the clinician needs to hold the feeding tube, slowly remove the transmitting stylet from the feeding tube. Also, inserting the transmitting stylet while the tube is indwelling should be performed by a clinician who is qualified by their institution to reposition feeding tubes or to advance them into the jejunum when clinically necessary. Always confirm feeding tube placement according to institution protocol. The stylet wire in this device stock code cannot perforate for due to a shape form in the tip of the stylet. Root cause could not be determined all information reasonably known as of 27-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.